Event description:
It was reported that there was loss of capture, loss of sensing, and increased pacing impedance on the right ventricular (rv) lead after the patient was struck on the chest. Lead damage was suspected. The device and rv lead were deactivated and a subcutaneous ICD was implanted to resolve the event. The patient was stable and there were no adverse consequences.